Manufacturer narrative:
The insulin pump was returned for power error alarms. Detailed trace analysis has confirmed low battery alarmed and then alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of the micro timer in detail trace confirmed the root cause is the non-sleep anomaly software error. Low battery alarm was noted on long history file. However, the insulin pump passed displacement test and self-test. The insulin pump communicated properly with a test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted. The insulin pump was monitored for two days with no unexpected change sensor alarm noted. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone, the insulin pump had alarmed she couldn't recall which alarm. Customer's mother stated the device had alerted I have diabetes call 911. The device had battery issues with battery life and sensors don't last only two or three days. Customer's mother was advised the device needed to be replaced. Customer's mother agreed to return it for analysis.